Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially, it was reported that color-like material was stuck to the surface of a zlb00 24.0 diopter lens when the lens was implanted on (B)(6) 2018. The doctor thought it would disappear in a few days, but has not been resolved yet. Also, the patient felt uneasy because visual acuity does not come out (20/33-20/25), and it is planned to wash the anterior chamber. Reportedly, if turbidity does not disappear, the lenses will be replaced. Post-operatively, on (B)(6) 2018, the film had stretched over the entire lens and was half melted and the eyesight also had risen to 20/22. The patient is also pleased that he wants to check his progress in the future. The doctor ended up not washing the anterior chamber as a treatment. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: the initial emdr was sent with an incorrect selection under as ''other'' when it should have been ''required intervention.'' This section has been updated and corrected. Outcomes attributed to adverse event: required intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.